Event description:
It was reported that the patient was charging more than expected. The recharge interval did not appear to be appropriate. The patient went to see his physician and it was determined that the patient's leads were broken. The patient was scheduled for revision. No patient outcome was reported. Additional information received from the physician's office noted that the patient was losing coverage, and reported that stimulation was not as good as it had been, but was still pretty good. It as indicated that there would be a revision of the lead, extensions, and stimulator. The issue was not identified and there was no indication of a broken lead. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178200805931.